Event description:
During sah aneurysm coiling (male grade IV-basilar tip 6mm. Physician accessed lesion with echelon 14 micro catheter and synchro 14 guidewire. Physician deployed 6 mti nxt coils successfully into lesion and chose n-2-2-t10-ts as 7th coil. Coil entered ancurysm coiling mass and proceed to perforate the fundus of the aneurysm. Coil was pulled back and micro catheter run showed definite contrast extravasation. Coil was deployed again and detached successfully along with an 8th coil n-s-1-t10-ts. Follow-up CT scan showed contrast in the 3rd ventricle but did not show any blood in the ventricles.